Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event (color bar display) occurred since the device was defective due to autoclave sterilization, which does not have compatibility with this product. Therefore, the video function did not work properly. The event can be prevented by following the instructions for use (IFU) which state: "[3.7 high pressure steam sterilization (autoclaving) do not sterilize camera head by high pressure steam sterilization. Camera head may be damaged.] Do not sterilize this product by autoclave sterilization because it may be deformed or damaged, and it will become unable to be used." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that the hd camera head was accidentally autoclaved (inappropriately reprocessed). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, it was confirmed that the device had been improperly reprocessed. In addition, color bars were displayed on the monitor. A flooded camera head and deformations on the scope mount, focus ring, and camera cable were also discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.